Event description:
It was reported that multiple altitude alarms occurred. Reportedly, the pump was not outside the labeled altitude operating range. The customer's blood glucose was approximately 140 mg/dl. Reportedly a new cartridge was loaded; however, the issue persisted, and the customer reverted to an alternate form of insulin therapy.